Manufacturer narrative:
An event of replacement of the valve due to high gradient was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2013, a 21mm trifecta valve was implanted. On (B)(6) 2020, a valve was performed due increased gradient. A 23mm evolute r pro valve. The patient was reported to be in stable condition.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020 it was discovered that a sjm trifecta valve had degeneration. The physician decided to perform a tavi valve in valve for a increasing gradient. The physician chose to use a evolut r pro size 23 for the implant.